Manufacturer narrative:
This report is submitted on 09 nov 2020.

Event description:
It was reported that the patient's battery charger was melted. A replacement charger was sent to the patient. No serious injury was reported.